Event description:
A surgeon reported, the flaps created with the laser are thinner than expected. Follow up information showed all procedures were successfully treated, no patients were harmed, and the surgeon has no issues with outcomes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).